Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, concern for textured implant device. Information contained in this report was previously submitted through asr/psr on 22-jan-2018 and 22-jan-2019.

Event description:
Patient reported left side rupture and "separated, and is visually obvious". Healthcare professional reported capsular contracture, baker grade "2-2.5". Another healthcare professional reported "rupture as well as bilateral exchange from textured to smooth due to concern with the product". Device remains implanted.